Event description:
Follow-up revealed the patient plans to undergo surgical intervention to address the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost therapy due to low impedance. The next course of action is unknown at this time.